Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced meningitis due to a cochlea malformation with cerebrospinal fluid leaking. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).